Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown minicap, (B)(4) addresses the transfer set report and (B)(4) addresses the titanium adapter report for this patient.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The following day, the patient was hospitalized for the reported event. The treatment for the peritonitis included injection (inj) of reflin (1 gram, once a day, intraperitoneally) and inj. Of fortum (1 gram, once a day, intraperitoneally). The pd catheter was later removed so the patient discontinued pd therapy. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time. This is report 3 of 3.